Event description:
Medtronic received additional information which indicated that the valve annulus size was suitable for the patient, but the patient's sinus opening was too small and the valve stent post was too high and could result in the coronary artery opening being blocked, so it was removed. The valve had not been fully sutured in. It was indicated that an avalus valve sizer was used during the procedure. It was stated that the barrel end and the replica end of the sizer were used and that the replica end of the sizer was used to select the size of the implanted valve. It was indicated that a body surface area (bsa) chart was also used to assist with valve sizing. Pledgets were also used during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 23mm aortic bioprosthetic valve, it was explanted and replaced with a 21mm valve of the same model. The reason for the replacement was reported as after measuring the valve and suturing it in, the valve was found to be unsuitable for the patient's tissue size and was eventually removed. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.